Event description:
It was reported that for teaching purposes, the pulse generator was interrogated while still in the box and the device exhibited backup vvi mode.

Manufacturer narrative:
Analysis confirmed that the pulse generator had entered into a backup mode. An anomaly within an internal component was determined to be the cause.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Device evaluation anticipated but not yet begun.